Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring= black. Customer returned pump due to alleged pump error 41 and was found on (B)(6) 2022. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.08725 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No pump error 41 noted during testing. No alerts/alarms/anomalies noted during testing. Pump error 41 occurred on (B)(6) 2022 12:31 pm on event date in history files on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, and motor. Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube). Pump error 41 is confirmed due to being found in history files and moisture damage to motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.